Event description:
It was reported the pre-loaded intraocular lens (iol) haptics were sticky during product handling. There was no patient injury, however additional maneuvers were required to position the iol during the surgery because the iol was difficult to manipulate. Information regarding the additional maneuvers was not provided. There was no incision enlargement, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as good condition. The suspect iol is not available for return as it was implanted into the patient's operative eye. No further information is available.

Manufacturer narrative:
Sections a-4 patient weight and a-5 patient race: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.